Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet, while the dexcom app continued to receive glucose readings; the user had already restarted the ilet, and during the call the sensor began transmitting to the ilet without further intervention. No adverse clinical symptoms were reported. Outcomes included no alerts or alarms requiring action beyond routine troubleshooting and education and no health impact. User support included remote troubleshooting and user education focused on communication and pairing steps. Investigation of this case revealed a transient communication interruption between the cgm and the ilet that resolved spontaneously, consistent with known intermittent connectivity issues without device component damage. It was concluded, based on previously established findings for similar reports, that the cause was user-system interaction and environmental factors leading to temporary signal disruption.